Event description:
On (B)(6) 2012, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On an unknown date follow up imaging identified a distal type I endoleak in the left iliac artery. It is unknown if aneurysm enlargement has occurred. On (B)(6) 2014, an intervention was performed to treat the endoleak whereby, an additional contralateral leg component was implanted for distal extension on the previously implanted contralateral leg component. During the intervention the left internal iliac was intentionally covered as it was reported the artery was no longer patent due to advance atherosclerotic plaque. Final angiography showed exclusion of the endoleak, good wall apposition of the device and the patient tolerated the procedure. It was reported disease progression caused a loss of circumferential wall apposition of the contralateral leg component resulting in a distal type I endoleak.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.